Event description:
Erratic readings. In blood glucose tests, customer received readings of lo (<20 mg/dl) and hi (>500 mg/dl) within 10 minutes. All tests were performed on the finger. The paramedics were called due to receiving the lo reading. Before paramedics arrived, customer drank juice to bring up glucose levels. By the time paramedics arrived and tested her, glucose levels were already elevated to 200 mg/dl.